Manufacturer narrative:
Submission date of this report: 06/15/98. Observations of unit as received in the lab: drop detector phase v, tabs are present & secure, housing is secure to case & not broken or cracked- yes. Tube guide is attached & not broken, yes. Tube guide has steel posts, yes. Knobs/screws are not damaged & tightened securely, yes. Back of tubeguide shows no sign of rubbing rotor, no. Rotor is seated properly on the motor shaft properly, yes. Rotor has four (4) free spinning rollers, yes. Rotor shows no sign of rubbing, yes. Cover arm is seated properly on the lever shaft & moves freely, yes. Touch panel is functional, lights illuminate & alarms sound, yes. Pump operates on both ac & dc power, no. Standard delivery test will be performed- no. Were delivery results within specs? Yes. Was the customer's complaint confirmed? No.

Event description:
The rptr stated the pt's daughter reported the pump overdelivered and the pt expired. The rptr would not honor co's request for more info. Note: the date of death and the event date given above are approximate. One pt involved.